Event description:
It was reported that the device was in back-up mode. Several download attempts were unsuccessful. It was later reported that the patient worked around strong emi fields and did arc welding. Subsequently the device was replaced.